Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0tdg6, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for deep brain stimulation (dbs). It was reported that the patient was experiencing hair loss on the side of their head near the wires since (B)(6) 2016. The patient was also feeling intermittent, subtle tingles near the wires on the side of their head. It was unknown if the hair loss was related to scar tissue from where the wires were placed. The patient had no plans to address these issues. No further complications were reported. Refer to manufacturer report #3004209178-2017-09226 for details pertaining to the reportable related event.

Manufacturer narrative:
Patient code (B)(4) no longer applies to this event reg report #227112145 applies to related device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer clarifying that there was a faint tingling where the wires were under the skin. Their healthcare provider indicated it was from where the wires were red under the skin. They further clarified their hair loss was not due to their implants. They took vitamins and their hair stopped falling out, and they had others check their scalp where the wires were located and there were no bald spots. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.